Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. As no images were received, an assessment of the reported adverse skin reaction and the relationship between this and the device could not be carried out. Due to the nature of the reported event, our clinical team were asked to carry out an investigation. However, due to the limited information provided, the team concluded; ¿without the requested clinical information a thorough medical investigation cannot be rendered.¿ a risk management review was attempted as a requirement, due to the nature of the reported issue. However, as the clinical team were unable to complete a thorough investigation a review on this complaint cannot be carried out. No further actions are required at this time. As stated in the IFU for this product, the dressing should be regularly monitored by a health care professional. A review of the batch records could not be carried out for the soft port component of the pico product, as no lot number was provided. However, there are no indications to suggest that the dressing did not meet specifications upon release into distribution. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. Should further information become available this case may be reopened. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pico device was defective. The patient developed wound dehiscence of the incision with necrosis, the wound under incision is open and continued with wound care for treatment.